Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. 6 events had the problem identified during a non-clinical procedure. There was no patient involvement.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. 6 events had the problem identified during a non-clinical procedure. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11, 6 previously reported events are included in this follow-up record. Product return status: 6 devices were received.